Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet pump, despite correct code entry and pump pairing mode, and the user was guided to toggle cgm settings, re-enter the sensor code, cycle bluetooth, and restart the pump, after which the sensor was advised time to complete pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between devices, with relevance to the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.